Event description:
It was reported that during an upgrade procedure of the cardioverter-defibrillator, the physician noted that the lead had dislodged. The lead also exhibited a sensing anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.